Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that almost 7 months after device implant, skin ulcer was noted at the place of pacemaker and the whole system was explanted due to infection. Patient was treated with antibiotics. The physician suspected the infection might be related to the pacemaker system. The patient is in stable condition and is recovering.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2018-04021, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).